Manufacturer narrative:
No event date information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was experiencing side effects from the stimulation and the ins was switched off. In addition, it was noted that there was a short circuit between contacts 10-11 with an impedance of 73 ohms. No further complications were reported.